Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the adhesive around light guide and objective lens had wear and gap in adhesive area between server plug in (z-block) and distal end was cause traced to component failure and for foreign objects inside of light guide lens was cause not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, inside of light guide lens had foreign objects, adhesive around light guide and objective lens had wear and gap in adhesive area between server plug in (z-block) and distal end. There was no patient involvement.